Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed a burnt power flex. The service technician replaced the power flex and issue was resolved.

Event description:
The customer reported model palmtop ventilator revel has a damaged lemo connector. Damage was noticed when the customer was trying to install update pigtail. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Please note that date of report is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in date of report section. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.